Event description:
On (B) (6) 2008, the pt reported he noticed yesterday that the display screen on his insulin infusion device appears as if the "ink on the underside is leaking through the screen." He said he is unable to read the display. The pt was advised to switch to his back up infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.